Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event.

Event description:
It was reported that a patient underwent an unknown procedure and a reservoir was connected to a drain. The vacuum of the drain was not working. Then, it was reported that the surgeon was not following the instructions properly and when the instructions were followed, the device worked properly. There was no adverse consequence to the patient.